Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. An internal inspection of the cycler found transformer (t1) on the inverter board to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There was visual evidence of a clog in hp2 filter. Patient sensors test passed. Valve actuation test failed. Pneumatic valve 9 leaking due to a punctured hole in balloon valve 9. Replaced balloon valve head 9. Pressure now stable. System air leak test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed. The device history record did reveal issues or problems related to the reported symptom code(s). Front panel assembly replaced on 07/01/2020.

Event description:
It was reported that a peritoneal dialysis (pd) patient received an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. The alarm occurred multiple times. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.